Manufacturer narrative:
Sc-1160 (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected.

Event description:
It was reported that the patients ipg was not holding a charge due to the leads high impedances. The patient underwent an ipg replacement procedure and is recovering.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8120700; model: sc-8120-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was recovering well.